Manufacturer narrative:
Other, other text: additional information. Event occurred prior to usage. No patient involvement, corrected data: file now meets non reportable event as changed status with additional information.

Event description:
Additional information: issue prior to usage. This file is now non reportable event.

Manufacturer narrative:
Other, other text: additional information: d5 is unknown. No information has been provided to date. A sample was shipped to the supplier for investigation. The investigation was performed by the supplier. The device history record review was completed by the supplier. No additional information is available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: corrected information: h6. B5 - the complaint is a reportable event.

Event description:
It was reported that a smiths medical tracheostomy tube holder, at the ends of this holder it has two velcro straps attached to the holder for securement. However one of the straps in not attached. No adverse patient effects were reported.